Event description:
During a follow up call the customer stated that the insulin pump constantly alarmed lost sensor without a weak signal alarm. The customer stated that they were pulled over by a police officer and realized that their blood glucose was low, but the sensor did not notify them because of the lost sensor issue. The customer treated with glucose tablets. The customer stated that they are having many incidents of low blood glucose but their doctor told them it's because of the medication they are taking and because of the lost sensor incidents. The customer stated that the sensors were not sticking and would come off whenever they were inserted. The customer's blood glucose was not recorded at the time of the phone call because the complaint was a past incident. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.